Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model & section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that drawer was failed. A technical support specialist (tss) found issue was with the bd medstation es device, which had a known history of drawer failures. Its design was compromised across all existing models, lacking a fail-safe mechanism. A single component failure in the drawer led to complete operational failure, and the device could not detect issues before the drawer malfunctioned. The design did not comply with standardized operational requirements and appeared experimental or like a beta version. It failed to meet state-of-the-art standards, and despite multiple reported drawer failures, no CAPA was implemented, nor was any corrective design upgrade made. The system functioned as intended after the technical support specialist investigated the device.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿the issue with the suspect device bd pyxis¿ medstation¿ es which is known for drawer failure and the sota device design is compromised in all existing design of bd medstation es which has failed to provide promised quality and safe drug delivery systems. Presence of no fail safe. Device operation is completely failed when single component in drawer fails. Device design is operationally cannot predetect before failure of drawer. Non-compliance of standardized operational design. Device seems like an experimental design or a beta version. Failure to address state of the art. 6. Failure to implement CAPA after multiple cases drawer failure and no device design change or corrective device upgradation.¿ note that the medwatch report does not include the information of the reporter or complainant, and it does not include the initial reporter facility nor contact information. There was no information on patient involvement nor adverse event.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿the issue with the suspect device bd medstation es which is known for drawer failure and the sota device design is compromised in all existing design of bd medstation es which has failed to provide promised quality and safe drug delivery systems. Presence of no fail safe. Device operation is completely failed when single component in drawer fails. Device design is operationally cannot predetect before failure of drawer. Non-compliance of standardized operational design. Device seems like an experimental design or a beta version. Failure to address state of the art. 6. Failure to implement CAPA after multiple cases drawer failure and no device design change or corrective device upgradation.¿ note that the medwatch report does not include the information of the reporter or complainant, and it does not include the initial reporter facility nor contact information. There was no information on patient involvement nor adverse event.

Manufacturer narrative:
Note that the report received by bd did not include any information on the reporter's name, facility, and contact information. A supplemental report will be submitted should additional information is received by bd.

Manufacturer narrative:
A supplemental MDR was filed to correct the FDA notified and report source.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿the issue with the suspect device bd pyxis¿ medstation¿ es which is known for drawer failure and the sota device design is compromised in all existing design of bd medstation es which has failed to provide promised quality and safe drug delivery systems. Presence of no fail safe. Device operation is completely failed when single component in drawer fails. Device design is operationally cannot predetect before failure of drawer. Non-compliance of standardized operational design. Device seems like an experimental design or a beta version. Failure to address state of the art. 6. Failure to implement CAPA after multiple cases drawer failure and no device design change or corrective device upgradation.¿ note that the medwatch report does not include the information of the reporter or complainant, and it does not include the initial reporter facility nor contact information. There was no information on patient involvement nor adverse event.